Manufacturer narrative:
Updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint¿. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn.¿ previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2006: (B)(6) healthcare system. (B)(6) md. Operative report. Preoperative diagnosis: small bowel obstruction secondary to incarcerated incisional hernia. Postoperative diagnosis: small bowel obstruction secondary to incarcerated incisional hernia x 2. Repair of incarcerated incisional hernia x 2 with mesh. Implant: ventralex. Anesthesia: general. Estimated blood loss: 50 cc. Specimens: incarcerated hernia sac with omentum x 2. Indication: abdominal pain, nausea and inability to move bowels. CT scan revealed incarcerated bowel within a ventral hernia near the level of the umbilicus just to the left of the midline. Findings: ¿two incisional hernias to the left of the umbilicus at the level of the umbilicus, one which was 2 x 2 cm more laterally, and one which was 1 x 1 cm more medially. These were both slightly superior to the umbilicus, both with large hernia sacs with incarcerated omentum and in the larger one, a small amount of incarcerated bowel which reduced during the procedure.¿ procedure: ¿the patient was brought to the operating room and placed in the supine position. Cardiopulmonary monitoring was established. General anesthesia was induced. The patient was prepped and draped in the normal sterile fashion. An incision was made at the level of the umbilicus from just below the umbilicus to approximately 4-5 cm above the umbilicus. The incision was carried to the left of the umbilicus. This was done with a #10 blade. The subcutaneous tissue was then divided using electrocautery down to the hernia sac. The stack was then freed from the surrounding tissues with electrocautery down to the base. The hernia sac was opened at the base of the sac at the level of the defect all around. A small amount of bowel was noted to reduce at this time into the abdominal cavity. The incarcerated omentum was stuck within the sac. This was removed along with the sac to the level of the defect. Once this was removed, it was handed off as specimen. At this poi t, using a finger, the area around the hernia was tested. There was another defect medially, approximately 1 x 1 cm, again with a large sac with incarcerated omentum. In a similar fashion, the sac was separated from the surrounding tissue. The sac and contents were removed to the level of the defect, exposing the second defect medial to the first. This was approximately 1 x 1 cm, and approximately 1 cm lateral. There was also a small diastasis inferior and laterally which was not a true hernia. There was no sac or incarceration. The area around both defects was then cleared of the subcutaneous tissue. The decision was made to close the first smaller defect primarily with #0 prolene in interrupted figure-of-eight fashion. This was closed enough to be encompassed by a medium ventralex mesh int e larger of the two hernias. The ventralex would cover the already repaired primarily second hernia. The area inferior and lateral was embrocated using #0 prolene to strengthen the area. This was done in simple interrupted fashion. Net, the medium ventralex patch which would also cover the lateral inferior area was placed into the defect and pulled tight against the abdominal wall. It was sewn in place using #0 ethibond in interrupted vertical mattress suture fashion. Once this was placed, through a separate stab incision a #10 flat jackson-pratt drain was placed into the subcutaneous tissue just at the level of the hernias. The subcutaneous tissue was then reapproximated over the jackson-pratt drain using 2-0 vicryl in interrupted fashion. The deep dermal layer was loosely reapproximated using 2-0 vicryl in interrupted fashion. The skin was closed using skin staples. The drain was then sewn in place using 2-0 prolene. Clean, dry, sterile dressing was applied after the jackson-pratt drain was placed to bulb suction. All instrument, needle, and sponge counts were noted to be correct.¿ on (B)(6) 2006: (B)(6) healthcare system. Implant sticker. ¿bard® ventralex® hernia patch.¿ 6.4cm x 6.4cm/2.5 x 2.5. On (B)(6) 2006: (B)(6) healthcare system. Pathology report. Incarcerated omentum and hernia sac. Final diagnosis: ¿soft tissue, abdominal wall, hernia repair: hernia sac with incarcerated contents (omentum).¿ implant preoperative complaints: no information. Implant procedure: laparoscopic lysis of adhesions. Egd. Incarcerated ventral hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp03/(B)(4)]. Implant date: (B)(6) 2009 (hospitalization dates unknown). On (B)(6) 2009: (B)(6) healthcare system. (B)(6) md. Operative report. Preoperative diagnosis: abdominal pain and ventral hernia. Postoperative diagnosis: intra-abdominal adhesions with incarcerated ventral hernia. Procedure: ¿the patient was identified and taken to the operating room where she was placed on the or table in a supine position. General anesthetic was administered. Patient intubated without complication. The abdomen was prepped and draped in sterile fashion using chloraprep solution. A 1 cm transverse incision was made in the mid epigastric region. A 10 mm optiview port was used through this incision into the abdomen. The abdomen was insufflated without difficulty. One additional 5 mm port was placed in the luq under direct camera visualization. Massive adhesions are seen in the periumbilical region; these were all taken down sharply using metzenbaum scissors. Bleeding was cared for using electro bovie cautery. Seen below the umbilicus was a portion of incarcerated small bowel that could not be freed from the hernia. All ports were removed after this without difficulty. No bleeding was seen. Decision to open the abdomen was then made. Midline incision was made around the umbilical region. Electro bovie cautery dissection through subcutaneous tissue ensued. The hernia sac was encountered and dissected free from the fascial edges. The hernia sac was opened and noted to be containing small bowel. The fascial defect needed to be opened further to allow for reduction of the hernia. Small bowel was reduced within the abdomen without difficulty. Small bowel was viable without difficulty. A dual mesh gore-tex mesh was placed over the defect after closing primarily with double stranded pds suture. 0 ethibond was used to secure the mesh to the fascial edges. Copious amounts of antibiotics were used in the wound cavity. Jp drain was placed within the wound and exited through the rlq and secured to the skin using a 2-0 prolene suture. Subcutaneous tissue was closed using a 2-0 vicryl suture in a running fashion. Skin incisions were all closed using titanium skin clips. Sterile dressings were applied.¿ on (B)(6) 2009: (B)(6) healthcare system. Implant sticker. ¿gore dualmesh® plus biomaterial.¿ ref catalogue number: 1dlmcp03. Lot batch code: (B)(4). W.l. Gore & associates. On (B)(6) 2009: (B)(6) healthcare system. (B)(6). Pathology report. Ventral hernia sac. Gross: ¿received labeled ¿ventral hernia sac¿ are irregular portions of red-yellow fibromembranous tissue and fat, in aggregate about 9 x 7 x 1.5 cm. No discrete nodules are present.¿ final diagnosis: ¿soft tissue, abdominal wall, hernia repair: hernia sac.¿ relevant medical information: on (B)(6) 2012: (B)(6) medical center. (B)(6) md. Operative report. Trapeze inferior vena cava filter placement. Inferior vena cavogram. Preoperative and postoperative diagnoses: history of pulmonary embolus and small bowel obstruction. On (B)(6) 2013: (B)(6) medical center. (B)(6) md. Radiology. CT abdomen and pelvis with contrast. Pelvis: ¿there is a 54 mm ventral hernia present, which does contain bowel. The time of this evaluation, bowel obstruction is not demonstrated. There is extraluminal contrast present within a 47 mm focal fluid collection in the soft tissues. This was present in february of 2012, and is not significantly changed.¿ conclusion: ¿there is a ventral hernia present, which contains bowel. At the time of this evaluation, a bowel obstruction is not demonstrated. This hernia was not present in (B)(6) 2012.¿ explant preoperative complaints: on (B)(6) 2015: new hanover regional medical center. Russell incatasciato, do. Emergency department. Presented with abdominal pain x 2 days, nausea and vomiting. ¿I may have a bowel obstruction.¿ she describes constant, sharp and burning abdominal pain with distention since yesterday afternoon with associated nausea with multiple episodes of nonbilious, nonbloody emesis. She denies any diarrhea, stating that her last bowel movement was 2 days ago. She normally goes at least once a day. She used a laxative yesterday without relief. She has had multiple previous bowel obstructions with similar complaints in the past.¿ physical exam: gi: ¿firm, obese, mildly distended, diffusely tender. Hypoactive bowel sounds.¿ weight (B)(6) pounds, bmi 46.9. Prescribed CT abdomen. Impression: acute abdominal pain, multiple ventral abdominal wall hernias and small bowel obstruction. Plan: admit, fluids, surgical consult. On (B)(6) 2015: (B)(6) medical center. (B)(6) md. Radiology. CT abdomen and pelvis with contrast. ¿5 cm ventral abdominal wall hernia through the superior margin of previous mesh placement with small bowel in the hernia sac. Proximal dilated small bowel loops with inflammation in the mesenteric fat. No pneumatosis or free air. Second right infraumbilical 3 cm fat and small bowel containing hernia without obstruction.¿ impression: ¿two ventral abdominal wall hernias. The more cephalad one containing small bowel with adjacent inflammation and proximal dilated loops of small bowel consistent with obstruction. Second right infraumbilical fat and small bowel containing hernia without obstruction.¿ on (B)(6) 2015: (B)(6) medical center. William hope, md. Indications: ¿(B)(6) is a (B)(6) year old female, who has undergone two previous hernia operations with mesh. She was seen in my office several months ago when we discussed the possibility of a hernia repair. She was watching her hernia, however, it required developed increased abdominal pain, and required admission to the hospital for possible incarcerated hernia. She was admitted and placed on bowel rest and preop for surgery. She did have to be transitioned from her coumadin secondary to her previous history of a pulmonary embolus. She did have inferior vena cava filter. After appropriate preoperative optimization the risks, benefits and alternatives of open repair were discussed in detail with the patient and family. They understood and wished to proceed.¿ explant procedure: open preperitoneal/retrorectus repair of incarcerated/multiple recurrent incisional hernia with large mesh prosthetic (30 x 30 cm ultrapro). Bilateral myocutaneous flaps/posterior component separation (transversus abdominis for release). Incisional wound vac placement. Removal of mesh x 2. Explant date: (B)(6) 2015 (hospitalization march (B)(6) 2015). On (B)(6) 2015: (B)(6) medical center. (B)(6) md. Operative report. Assistant: (B)(6) md. Preoperative diagnoses: multiple recurrent incisional hernia. Morbid obesity. Postoperative diagnoses: multiple recurrent incarcerated incisional hernia. Morbid obesity. Anesthesia: general. Blood loss: 100 ml. Specimen: mesh x 2 to pathology. Findings: approximately 10 x 8 cm swiss cheese defect with incarcerated small bowel within small 4 x 4 cm defect. All bowel viable with no evidence of strangulation. Removal of previous composix and eptfe mesh. Hernia repaired with a 30 x 30 cm ultrapro mesh with six transfascial sutures in the preperitoneal/retrorectus plane. Bilateral transversus abdominis release/posterior component separation (myocutaneous flap). 110 cm of #1 pds used to close 20 cm incision. Tension measurements obtained. Incisional vac placed. Procedure: ¿after the patient was appropriately anesthetized, the abdomen was prepped and draped in normal sterile fashion. Approximately 20 cm incision was made over the mid abdomen enlarging the previous midline incision. Bovie electrocautery was used to dissect through the subcutaneous tissue down to the anterior fascia. It was quite deep as the patient does have morbid obesity. At this time, we were able to locate a hernia in the upper abdomen and the hernia sac was dissected off the subcutaneous fat. The hernia sac was opened carefully and the small bowel within the sac was dissected off the sac. The hernia defect at this area was approximately 4 x 4 cm and is quite small with incarcerated small bowel. We did have to open the fascia to rule to reduce the small bowel and the remainder of the adhesions of the hernia sac were taken out sharply with scissors. Once the incarcerated hernia was reduced, the bowel was noted to all be viable without evidence of strangulation. The remainder of the incision was opened. The fascia was opened along the length of the incision. Inferior to this hernia defect there were two other small hernia defects totaling 10 x 8 cm of swiss-cheese defects. There was a piece of ptfe mesh inferior to this. There was some material between the ptfe mesh, but no obvious fibrinous material within the ptfe mesh, but no obvious infection. The ptfe mesh was removed in total and the remaining of the fascia was opened inferiorly. Above there was noted to be a composix mesh that was not infected but was removed in total, so two pieces of the previous mesh were removed in total, the ptfe and composix mesh and the fascia was able to be opened along the length of the incision. At this time we are was take down all the adhesions to the abdominal wall sharply. There was no evidence of any bowel injury. There was a very small serosal tear, which was unavoidable due to the close approximation with the mesh that was sutured with 3-0 vicryl sutures. At this time once the entire abdominal wall was cleared of adhesions, the hernias in total measured 10 x 8 cm. The posterior tension measurements were obtained and there was a large amount of tension on the midline wound. The posterior rectus sheath was then opened on the right and left and this was matured laterally to the linea semilunaris. There was still a moderate amount of tension and we felt like a transversus abdominal/posterior component separation was required. This was done on the left side initially and the posterior rectus sheath was incised just medial to the linea semilunaris and then the transversus abdominis which was not very well developed was divided along the length of the incision, entering back into the preperitoneal space, and this was matured to allow for wide mesh overlap. The same was done on the right side, entering into the preperitoneal space and dividing the non well developed transversus abdominis, entering the preperitoneal space. This allowed for much decreased tension on the midline and able to place a larger piece of mesh. At this time the needle, sponge and instrument counts were reported to us as correct with no evidence of intraabdominal foreign bodies. The posterior rectus sheath was closed with 0 vicryl running sutures completely excluding the abdominal cavity. At this time, a 30 x 30 cm ultrapro mesh was brought onto the field, placed in the preperitoneal/retrorectus space. It was secured and fixated with 6 #1 pds sutures using a suture passer circumferentially and was noted to be in good position with wide overlap of the hernia defect. Once this was done, the wounds were pulsavac'd secondary to the mild amount of fibrinous exudate around the ptfe mesh. Once this was done, two 10 flat jp drains were placed above the mesh through stab incisions in the right and left lower abdomen. The 20 cm fascial incision was then closed with 110 cm #1 pds suture. The dermis was closed with interrupted 3-0 vicryl sutures. The skin was approximated with skin staples. An incisional wound vac was placed. The drains were sutured in. The transfascial suture sites were closed with surgical glue and sterile dressing was applied. The patient tolerated the procedure well and was transferred to the recovery room in stable condition.¿ on (B)(6) 2015: (B)(6) medical center. [Provider not listed.] Laboratory report. Specimen: swab specimen abdominal wall. ¿culture result: no growth after 5 days. Gram stain: 0 to 15 wbc/hpf. No organisms seen.¿ relevant medical information: on (B)(6) 2015: new hanover regional medical center. Michael fisher, md. Radiology. X-ray abdomen. Findings: prior cholecystectomy, normal bowel gas pattern. Ivc filter in place. Impression: no acute abnormality. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of gore mesh, serosal tear due to close approximation with the mesh, incarcerated small bowel, multiple recurrent incisional hernias repaired with placement of new mesh, placement of wound vac, adhesions. Additional event specific information was not provided.